Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing on the right atrium leadless pacemaker (ralp). Programming changes were performed to resolve the issue. The patient condition was stable.